Event description:
A report was received that the pt's trial leads were explanted due to an infection. The pt had a fever and was admitted to the hosp and was treated with IV antibiotics. The pt is reportedly doing well and is now off of antibiotics and infection has completely cleared.

Manufacturer narrative:
The explanted leads were not returned to bsn for eval as they were discarded by the medical facility.